Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic prostatectomy - "I was called into the room after the procedure by (B)(6), rn who told me that a piece of black plastic broke off the trocar and it had to be retrieved out of the patient. I was then showed the trocar seal housing and the piece of rubber that was retrieved and packaged in a bio-hazard bag. We then found the package label in the trash to determine the lot#. (B)(6) stated that she was not in the room at the time and stated that (B)(6) was the scrub. (B)(6) stated that the problem occurred at the beginning of the case when instruments first went in and she said she believed it was a grasper. She said when dr. (B)(6) took his initial scan of the abdomen, the plastic was noticed and retrieved. Then the trocar was removed and the case proceeded." Patient status: "no injury to the patient."

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device it is difficult to confirm the root cause. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Based on the information provided by the complainant, the damage is likely caused by either the grasper or clip applier used during the procedure. Per the instructions for use (IFU), "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the exact root cause of the event could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is a follow up to medwatch #mw5062747. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied team member on june 7, 2016: it was confirmed that a competitor's clip applier was used during the procedure.